Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited high thresholds and low impedance. Subsequent inspection revealed two insulation breaches. The lead remains in use. No patient complications have been reported as a result of this event.